Manufacturer narrative:
Correction to g1 (reporting contact) and h3 (device evaluated by mfg). The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the received product shows that the screw breakage (ductile force fracture) is the result of a combination of too much- and lateral force, clearly visible from the breakage surface as deformation, discoloration and breakage rotation lines, are visible. In addition, the tip side of the broken screw got not returned. Reporter responded: that the non-returned screw part was left in patient as the screw part does provide good compression across the joint. Further it got reported that the screw simply broke into two pieces, leaving no debris. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a use related issue. The failure was caused by too much force in the presence of hardbone. If more information is provided, the case will be reassessed.

Event description:
It was reported that during a primary surgery, the dart fire edge screw snapped at insertion. Proximal 5mm screw fractured. The remaining screw was left in place providing good compression across the joint. Additional 3.5mm cortical and locking screws were placed in proximal end of plate. Excellent fixation was achieved.

Event description:
It was reported that during a primary surgery, the dart fire edge screw snapped at insertion. Proximal 5mm screw fractured. The remaining screw was left in place providing good compression across the joint. Additional 3.5mm cortical and locking screws were placed in proximal end of plate. Excellent fixation was achieved.

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.